Event description:
During the procedure the physician said the wire felt "trapped" he moves the wire and got it to release. When he did that the wire began to unravel. He was able to remove the wire without any pieces being lost. There was no adverse reaction to the patient.